Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient had a high blood glucose of 400 mg/dl with high ketones. The reporter indicated that the patient was recently ill and was still coughing at the time of the call. The reporter stated that they believed there was something wrong with the pump related to the elevated blood glucose. The reporter stated that all of the pump settings were previously reviewed and were confirmed to be correct; the reporter stated that the settings on the pump were adjusted by the health care provider and were programmed as desired. The reporter questioned why the patient's blood glucose levels did not improve after the basal rates were adjusted by the health care provider. This report is made based on the allegation that the patient experienced hyperglycemia related to an allegation that the pump may not have been functioning correctly

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Unable to duplicate the complaint during the investigation process. Only typical usage alarms were observed in the alarm history; there were no eaws related to the complaint. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. The pump was tested on a (B)(4) flow test; the pump passed the required test and was found to be delivering within the specification. No errors or alarms occurred during testing.